Manufacturer narrative:
An event regarding a damaged popliteus muscle during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. -device history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(6) the complaint databases were reviewed from 2011 to present for similar reported events regarding a nicked popliteus. There was one other reported event for the listed catalog number (pr1765091). -conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, tracked tool position within bone preparation was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected.

Event description:
After cuts were made dr. Lehman noticed he cut at least 2/3 of the popliteus muscle laterally. Mps uncertain if any boundaries were extended for any cuts beside anterior and anterior chamfer cuts. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After cuts were made dr. (B)(6) noticed he cut at least 2/3 of the popliteus muscle laterally. Mps uncertain if any boundaries were extended for any cuts beside anterior and anterior chamfer cuts. Case type: tka.